Event description:
It was reported that a revision surgery was performed on a patient who sustained a break below a total joint system due to a suspected fall. The surgeon removed a 6 hole femur hook plate and implanted a new unknown plate to repair the break. Reportedly there was no hardware failure. The explant was successfully completed and the patient outcome was noted as "good". This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: (B)(6). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.